Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: there were multiple occlusion alarms observed in the pump's black box with a high force reading. The rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was the detecting correct force. The pump was exercised for 24 hours with no occlusions occurring.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were frequent occlusion alarms with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.